Event description:
It was reported that fluid did not pass through an unspecified quantity of one-link non-dehp microbore catheter extension sets. The issue was further described as, "could not push fluid through extension set". This occurred during use of the sets; however, patient involvement was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4: expiration date (update to n/a), d9, h3, h4, h6, h11. H11: one (1) actual device along with thirty-six (36) companion samples were received for evaluation. Visual inspection of the actual and companion samples did not identified any abnormalities that could have contributed to the reported condition. Functional flow testing was performed on the samples and two (2) samples (actual and companion) were found to have no flow; the remaining samples met flow testing specifications. Additional pressure, clear passage, and dimensional tube testing were performed and the two (2) samples did not met specifications for clear passage. The reported condition was verified for two (2) samples (actual and companion) and not verified for the remaining thirty-five (35) companion samples. The cause of the condition is related to manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.